Manufacturer narrative:
B5 updated. H3. Company rep. No longer applies to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-oct-09, information was received from an healthcare professional (hcp), regarding a patient receiving hydromorphone and clonidine via an implantable pump for spinal pain. It was reported the patient had symptoms of tremendous back pain out of nowhere, nervousness, jittery, and they felt like their skin was crawling. The patient was admitted to the hospital and they had seen the patient yesterday ((B)(6) 2020) to interrogate the patient's pump. The hcp confirmed there were no alarms that popped up, however has not checked the logs. The hcp reported they think the pump has "failed". The hcp stated the patient had an magnetic resonance imaging (MRI) on (B)(6) 2020, a knee surgery on (B)(6) 2020, and a refill on (B)(6) 2020. The patient did not have any falls or trauma. The hcp reported that at the (B)(6) 2020 refill, they saw a stall message but they attributed it to the MRI the patient had. Troubleshooting actions were reviewed, but the rep was not with the patient at the time of the call. The hcp called back on (B)(6) 2020 and was with the patient and needed assistance interrogating the pump with logs. According to the logs, they were seeing the motor stall occurred on (B)(6) 2020 and recovered on (B)(6) 2020. The hcp confirmed there were no other anomalies with the pump. Further troubleshooting was reviewed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving hydromorphone and clonidine via an implantable pump for spinal pain. It was reported the patient had symptoms of tremendous back pain out of nowhere, nervousness, jittery, and they felt like their skin was crawling. The rep reported the patient was admitted to the hospital and they had seen the patient yesterday ((B)(6) 2020) to interrogate the patient's pump. The rep confirmed there were no alarms that popped up, however has not checked the logs. The rep reported they think the pump has "failed". The rep stated the patient had an magnetic resonance imaging (MRI) on (B)(6) 2020, a knee surgery on (B)(6) 2020, and a refill on (B)(6) 2020. The patient did not have any falls or trauma. The rep reported that at the (B)(6) 2020 refill, they saw a stall message but they attributed it to the MRI the patient had. Troubleshooting actions were reviewed, but the rep was not with the patient at the time of the call. The rep called back on (B)(6) 2020 and was with the patient and needed assistance interrogating the pump with logs. According to the logs, they were seeing the motor stall occurred on (B)(6) 2020 and recovered on (B)(6) 2020. The rep confirmed there were no other anomalies with the pump. Further troubleshooting was reviewed.